Event description:
It was reported the r waves of the rv lead were small which created t-wave oversensing. It resulted in inappropriate therapy. Because the device did not have the ability to be programmed to sense rv tip to coil, the device was replaced prior to reaching eri (elective replacement indicator). The issue was resolved when the new device was programmed to "tip to rv coil" sensing. The lead was not replaced and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the device reached normal battery depletion.